Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-00421. It was reported that the patient was experiencing ineffective stimulation with their drg system. In turn, the patient underwent surgical intervention wherein the drg system was explanted.